Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch that was reportedly leaking remicade at or from the filter. Although there was patient involvement, there was no patient harm. This record reflects the second of three reports.

Manufacturer narrative:
Two used 125390490 primary plum sets were returned by the customer for inspection. No damages or anomalies were noted. Each set was leak tested per product specifications. There was no leakage on sample 1. There was leakage from the inlet filter vent on sample 2. A green dye test was done on sample 2 and it was observed that the leak came from a small, centralized location. The reported complaint can be confirmed on sample 2 of the used primary plum sets returned. The damage is typical of an electrostatic discharge to the filter vent. The source of the electrostatic discharge build up is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.